Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to the physician having difficulties accessing the patients left side, so the physician opted to implant a new lead on the patients right side. No additional patient effects were reported.